Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported t-wave oversensing could not be conclusively determined.

Event description:
During follow-up, episodes of t-wave oversensing were noted. Technical support reviewed the session records and recommended reprogramming the device. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.